Manufacturer narrative:
No blank display was noted. However, the pump was received stuck on a full segment display after battery insertion due to moisture damage on the lcd board. The pump also had moisture damage on the battery tube and motor. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the full segment display. The pump also had a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
Customer reported via phone call that when insulin pump batteries were changed, a series of numbers appeared on the screen and then customer received a blank screen display. Customer's blood glucose was 150 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.